Event description:
This report is for 5 unknown locking screws. Patient underwent surgery on (B)(6) 2013 for the removal of a tibial rod and 5, 5.0 locking screws (3 distal and 2 proximal). The surgeon obtained cultures and irrigated the site. The hardware was not replaced and there were no issues reported during the surgery. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for 5 unknown locking screws. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment not diagnosis.